Manufacturer narrative:
G4: this report is being filed on an international product, list number 710-100 that has a similar product distributed in the us, list number 710-000. B2 event date: this is an approximation as the event date was not reported the remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported conflicting results with the binaxnow strep pneumoniae 22t assay performed on an unknown date with an unknown sample type (urine or csf). The customer reported that the digival instrument presented a positive result initially, but when a second test was performed (unknown if a new sample/test card was used) a negative result was presented. The customer indicated that the test appeared negative when read visually. Although requested, no additional information was obtained.